Manufacturer narrative:
The pump has been returned to the MFR for analysis . A follow-up report will be sent when the analysis is complete. The device is included in the medical device safety alert, model 8637 synchromed ii implantable drug infusion pump battery performance, physician communication (2009).

Event description:
It was reported that the pt's pump was removed due to an unspecified "mechanical problem." The pump was explanted. The medication being delivered via the device system was not reported.